Event description:
Complainant reported by phone that pt was to receive 125 ml of optiray for a CT of the abdomen and pelvis. The pt had a colectomy the prior week and they suspected some air in the abdomen and fluid leakage internally to the surgical site causing abdominal pain. After the injection, the technologist could not visualize contrast on the films. The technologist also noted that the pulmonary tree was full of air. They then suspected that the empty syringe had not been removed from the injector from the previous pt's study. At this time, it was determined that this pt was injected with 125 ml of air. The pt then lost consciousness and experienced bradycardia. Within thirty minutes, the pt passed away. Pt had a dnr order in place. The cause of death was pulmonary embolism. No autopsy was performed. Customer is not blaming the product or the injector for the injection or air into this pt. They had stated that it is due to the technologist's error of not replacing the empty. Syringe with a pre-filled syringe.